Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2023 and suture was used. During the procedure, the thread snapped away from the needle, leaving a small piece of the needle at the end of the thread. Used another suture. There were no adverse patiebt consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the product is not available for return. The customer is reporting that the patient didn¿t suffer any consequences. - no more further information. Investigation findings: photo review. Investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a paper lid with product code w9297. A needle dispensed and broken in the attachment area, the suture with a section of the needle attached. Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications.